Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering insulin, the patient's blood glucose levels reached over 300 mg/dl while wearing the pod longer than 48 hours. Patient stated the adhesive was loose and the cannula dislodged from the infusion site (back); upon removal, the pod's cannula also appeared bent. Large ketones were present as well. As treatment, patient drank water a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. Inspection of the adhesive pad and adhesive welds found no issues that would cause a failure to adhere. The cause of the reported failure to adhere could not be determined.